Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the cartridge was only able to be filled with 200 units of insulin out of 280 units of insulin. The customer alleged the cartridge bag did not expand. The customer's blood glucose level was 160 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.